Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: defective display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the data from the date of the complaint had been overwritten due to continued use. Loss of prime warnings immediately following an ¿auto off¿ warning was observed in the recorded data, which is a standard operation of the pump. The pump was exercised for 24 hours with no "loss of prime" or prime-related warnings duplicated. Multiple ¿load step¿ functions were performed with no failures or ¿loss of prime¿ occurring. The pump was opened for investigation and did not reveal evidence of damage, defect or contamination of the pump's interior components. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, the display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly and was clearly legible.